Event description:
Per biomed: the battery will not hold run time. Fully charged and upon being unplugged dies after one minute on battery.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery failing to hold a charge was confirmed. The sr8 was fully charged and upon being unplugged from the ac adapter, the sr8 shuts off after one minute on battery power. The root cause of the reported issue was due to the internal battery failing. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery failing to hold a charge was confirmed. The sr8 was fully charged and upon being unplugged from the ac adapter, the sr8 shuts off after one minute on battery power. The root cause of the reported issue was due to the internal battery failing. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the battery will not hold run time. Fully charged and upon being unplugged dies after one minute on battery.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the battery will not hold run time. Fully charged and upon being unplugged dies after one minute on battery.